Manufacturer narrative:
Correction g3: 27-aug-2024. Additional information: see related 0001920664-2024-00118.

Manufacturer narrative:
The device was not returned rather a technician was sent to evaluate the system on site. The reported problem was not duplicated. Full preventative maintenance service was performed. All functions including foot pedal home positions, electrical safety test and scope readings were completed. The system is performing to specification. The most probable root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Event description:
The user facility in the united kingdom reports that they were performing a macular hole repair. The foot pedal was being used and the trocars were inserted. The phaco/vr machine started to make a strange noise. It was further explained that the irrigation was working but the aspiration was not. All connecting tubing was tightened and the vitrectomy packs were changed to no avail. Surgery was abandoned. There was no patient impact reported.